Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer being thrown into a swimming pool. Customer reported that as a result, insulin pump received a button error alarm and stuff was coming out of pump. Customer's blood glucose was 114 mg/dl. Customer was advised that insulin pump would need to be replaced.